Event description:
It was reported when using then bd pyxis¿ medbank tower, aio (all in one) was not turning on. The customer reported that the malfunction occurred during the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit had lost power and would not reboot. A field service engineer found the cabinet tucked away in the corner of a supply room, surrounded by random items that might have interfered with the power. The fse cleared the outlet and the machine, and disassembled the all-in-one to ensure all wires were securely in place. When the fse rebooted, error messages for the bio ID and drawer communication were encountered due to a loose power connection to the main tower. The fse corrected the loose power connection to the main tower. The proper reboot sequence was verified, and the unit appeared to be working fine. A shake test was performed to ensure there were no loose connections or issues with the power input. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. - (B)(6).